Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received excessive no delivery alarms. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been around 524mg/dl. The customer believes the issue may lie with the cannula. The customer could not troubleshoot at the time of call and would be treated the highs. The customer would call back at a later time.